Event description:
It was reported that this implantable device was suspected to exhibit premature battery depletion. The estimated remaining battery percentage had decreased from 51% to 16% in less than one month. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Event description:
It was reported that this implantable device was suspected to exhibit premature battery depletion. The estimated remaining battery percentage had decreased from 51% to 16% in less than one month. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.